Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
Unit passed the rewind, basic occlusion, prime, and displacement test. However, unit received stuck in the motor error loop during bolus and basal delivery. Unable to confirmed e70 error alarm due to erased history file. The motor was tested outside the device and passed. Unit received with minor scratches on display window, cracked case at display window corners and cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was 250 mg/dl. Nothing further was reported.